Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The reported patient effect of death is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a total occlusion of the mid circumflex (cx) with heavy calcification. A xience prime 3.0 x 38 mm stent was implanted. After the stent was implanted, the patient lost consciousness, due to vagal response. Resuscitation was attempted several times, but the patient died. No additional information was provided.